Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker showed a battery status of less than .5 years remaining. It was reported that a recent longevity estimate showed a battery status of 4.5 years remaining. Device interrogation revealed that the automatic capture (ac) feature was pacing in retry mode at an output of 5 volts. Boston scientific technical services (ts) discussed that an output of 5 volts may reduce longevity and discussed that since the patient does not require ventricular pacing, consider programmed ac off and programming a fixed rv output. Programming changes were made and the battery status returned to 4.5 years remaining. No adverse patient effects were reported. The device was later explanted and replaced for reported normal battery depletion approximately 3 years later.